Event description:
Folow up report

Manufacturer narrative:
During processing of this complaint qa attempted to obtain complete info of the event and pt status from the hosp or distributor, as appropriate. Evaluation summary: results of the investigation revealed that deflation of the balloon was not possible after it was inflated. There were no abnormalities observed in the size or shape of the balloon. However, there was necking noted in the proximal taper, which most likely acted as a barrier to deflation. Quality engineering has determined that the necked appearance could be mfg related. The balloon mold may have been altered by a build up of residue, deformation of the mold, not enough heat or air, too much weight or the taper being offset. Upon review of this products mfg records, no abberancies were discovered. As part of the quality control process, a 100% visual inspection and leak testing is performed. Quality engineering has determined that no corrective action is warranted at this time, as this is an isolated event. Quality assurance will monitor the device for this type of product issure. This MDR is considered closed by the quality assurance department.